Manufacturer narrative:
Additional information was received the patient underwent a pocket revision and did well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further action will be taken.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and the ipg was tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure.